Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor was fully functional upon receipt. Upon receipt, the belt delivered a monophasic pulse. Review of the patient's flags indicates the defibrillation experienced by the patient was a full 150j pulse. The belt was previously reported on 3008642652-2013-00116. Monitor sn (B)(4): (reuse). Electrode belts sn (B)(4): 01/2012 (reuse).

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager notified zoll customer support of a patient treatment. Zoll customer support followed-up with the (B)(6) male patient who reported that he was riding his motorcycle when he was treated. The patient reports being stopped at a red light when he heard the device alarming. The patient was unable to press the response buttons fast enough, and following the shock, he fell off of his bike. The patient reports that his knees are scraped, but he feels fine. Ss and fb noise, artifact, and double counting contributed to the false detection. No additional follow-up available.